Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor was undersensing. As the device was already set to the maximum sensitivity, no programming changes were be made and the patient will be monitored. The patient was stable throughout.